Manufacturer narrative:
UDI - (B)(4). As receipt, an inspection is done: no visual anomaly is noticed. Functionally, the translation screw is not functional and does not distract the arms of the device. However, distraction is manually possible without excessive strength. Incident is confirmed. In conclusion, no anomaly was found during the documentary investigation of the complaint. No anomaly was noticed during the concerned DHR review. With receipt of the device, failure analysis was done and anomaly was confirmed.

Event description:
A facility reported an issue with the achillon system: the screw which permit to open the system turn but nothing happened. When applying more tension, the medical staff managed to open little bit but it did not stay open. The issue happened during surgery when positioning the achillon on the patient. They managed to complete the surgery with another achillon available. There was a few minutes surgical delay without consequence for the patient.